Event description:
It was reported that the patient underwent a posterior spinal surgical procedure including: wide bilateral decompression l2, l3, l4, l5 and s1; preparation of the disc space for inner body graft l2-2, l2-3, l4-5, l5-s1; inner body grafting l2-3, l3-4, l4-5, l5-s1 combine with local bone grafting and bmp; pedicle screw fixation l2-s1 to treat l2-3, l3-4, l4-5, l5-s1 spinal stenosis, lateral recess stenosis, foraminal stenosis, facet arthrosis with spondylolisthesis. Two months post-op during a follow up visit it was found that the incision healed properly. Patient does have some guarding in bilateral psm, palpable effusion noted on either side of incision. Assessment shows increased pain, decreased strength, decreased mobility, gait deviations, decreased rom, muscle guarding. 3 months post-op during a follow up visit the patient showed slightly improved gait, pain is limiting progress. Two weeks later an exam revealed tenderness over the lower lumbar region. Straight leg raise is negative. Fusion seems to be taking place. 6 months post-op an exam revealed the wound healing well. Hardware in good placement, appears to be fusing nicely; 8 months post-op an exam revealed improved strength, improved sensation. Mild tenderness over lower lumbar region with moderate degree of spasm. X-rays of lumbar spine reveal excellent fusion taking place; 10 months post-op an exam revealed mild tenderness in the lumbar region. One year post-op an exam revealed decreased tenderness and spasm. X-ray reveals exuberant bone formation at l2-3, still somewhat wispy at l3-4, l4-5 and l5-s1; 16 months post op an exam revealed the patient to be in a moderate degree of discomfort. Tenderness over the lower lumbar region. X-rays reveal lumbar spine with mass of bone formation posteriorly at l2-3. Fusion appears to be fairly solid from l2-s1. Approximately 23 months post-op the patient underwent a lumbar transforaminal epidural bilateral l4; 14 days post-op the patient states to have no relief of pain. Approximately 3 weeks post-op an exam reveals the patient to be in a moderate degree of discomfort, alert and oriented x3. Wound is well healed. There is tenderness diffusely about the lower lumbar region and moderate weakness of bilateral lower extremities. Approximately 4 months post-op an exam reveals tenderness diffusely about the entire lumbar region. Improved strength and sensation from pre-op, but the patient is still having significant discomfort. There is no pain on internal or external rotation of the hips. There is moderate tenderness over bilateral si region; 7 months post-op an exam revealed the patient to be in a moderate degree of discomfort, alert and oriented x3. Decreased tenderness, wounds healing well. X-rays of the lumbar spine reveal strong bone formation and hardware in good placement. Approximately 11 months post-op an exam revealed the patient to be in no distress, alert and oriented x3. Wounds are well healed. Pulses are intact distally. No discomfort on internal or external rotation of the hips. Moderate tenderness over the bilateral s1 and sciatic notch. Approximately 13 months post-op the patient reports having moderate degree of back pain. X-ray of the lumbar spine reveal fusion at l2-3, l3-4, l4-5 and l5-s1 with abundant bone growth at l2-3. Hardware is in an acceptable position. Doctor states ¿lumbar decompression and fusion with failed back syndrome. Patient¿s medication renewed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.